Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic radical nephrectomy the device hit the increase voltage, a spark was noticed and the instrument created a hole in the colon. The doctor repaired the hole with sutures. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p93l5u. The 5dcs instrument was returned with no damage in the external components. In an attempt to replicate the reported event, the instrument was functionally tested and continuity was present from the cautery pin to the end effector at any position of rotation through 360 degrees; no arcing or anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.